Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 30-degree endoscope to perform failure analysis. The endoscope was analyzed and was found to have mechanical damage to the scope¿s distal tip. Additional observations: the laser markings on endoscope housing shell were fading and/or removed. The cable integrated connector housing exhibited discoloration.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 30-degree endoscope was found to have the distal end damaged due to improper storage. It is unknown if there were fragment(s) falling inside the patient on its last use. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.